Event description:
It was reported that the ilet device¿s pause screen did not respond well, with difficulty using the wheel and scrolling, while other screens functioned as expected. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alarms. Investigation included troubleshooting and user education. Investigation of this case revealed a suspected display or user interface performance issue localized to the pause screen, with no broader device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further observation.